Event description:
It was reported that the jaw of the micropituitary was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that a piece was broken off of the upper arm on both sides of the jaw pivot pin. The direction and amount of force required to cause complete fracture suggests that excessive force was applied to the handle. The broken pieces were not returned with the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.